Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for erroneous results was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that erroneous coagulation results were received when using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: date received by manufacturer has been corrected.